Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with tiredness. The reporter stated that the meter was not recording all of the blood glucose levels. Upon review the pump time was found to be set to am instead of pm. The reporter indicated that the pump time and date was resetting with battery removal. A review of the pump settings found that the insulin to carbohydrate settings were very different from morning to afternoon. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter was not returned with the pump for investigation. A review of the black box showed a time/date rest on (B)(4) 2013 at 13:39, after which the time was set incorrectly to (B)(4) 2014 at 1:45 and was later corrected from 07:55 to 19:54. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.